Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that involved tr band deflated prematurely. The deflation was gradual but resulted in the patient bleeding and another band (zepher) was used. The estimated blood loss is less 250cc. Patient was in stable condition and in no harm. Procedure outcome was completed with a good result. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 23 may 2023: around 12 to 15 ml's of air was injected into the tr band when it was applied. The tr band started to deflate about 10 to 15 minutes after the procedure. The device was not manipulation prior to placement. The tr bands are stored in the white boxes provided and on a shelf in the lab.